Event description:
It was reported that during an index procedure involving a stent graft endur ii limb, the device was found to be kinked out of the box and linked/damaged out of packaging. The stent graft and/or the delivery system did not come into contact with the patient. The patient was treated for a dissection with a length of 120 millimeters. The procedure was completed using a replacement limb from trunk stock as a backup device. It was noted that the box was sealed when opened and the kink was observed on the packaging tray. The physician suspects the box had been bent during shipping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned with the external slider and the backend wheel in the home position. A kink was observed on the graft cover approximately 37cm proximal from the tip. The device packaging was returned alongside the device for analysis, deformation was evident to the shelf carton and inner packaging tray. The kink to the graft cover aligns with the deformation to the packaging. No other deformation evident to the remainder of the device. The reported kink was confirmed through analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5;additional information received confirmed that the device was damaged out of the box and could not be passed over the lunderquist wire. The device packaging also showed signs of damage. Since the device was never inserted into the patient, the patient¿s anatomy did not contribute to the damage observed in the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.